Event description:
It was reported that the caller experienced multiple occlusion alarms that caused the customer's blood glucose levels to rise to display as "high" levels without specifying exact values. The customer consistently resolved the high blood glucose by administering correction boluses via the pump. No additional information was received regarding other corrective measures, and the caller declined further troubleshooting.